Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed to open. A field service engineer full height drawer 3 had not been opening, reported that the issue was caused by the inseparable magnet being barely in place and not properly seated. The fse identified the condition, replaced the magnet in the inseprable assembly, and confirmed that normal system operation was restored after the replacement. Inspected all connections, including the receipt row board cable and retractor band cables, and verified the latch sensor. All components appeared to be functioning properly. The customer tested the drawer multiple times, and it opened correctly on each attempt. Diagnostics were performed, and the customer verified proper operation in the application. The drawer was operating normally at the conclusion of the visit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Drawer 3 would not open, when attempting to pull medications or recover storage space, the drawer clicked three to four times but failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.